Event description:
The patient was placed on a hamilton c1 device for noninvasive ventilation (niv) purposes by respiratory therapist (rt). After a few minutes of the patient being on the machine, a "no oxygen source" alarm kept going off. The patient was on 50% fraction of inspired oxygen (fio2) and the oxygen was connected to the wall.